Event description:
It was reported by the patient that following a perigee implantation, she had "trouble with" it for 2-3 years. The device has been removed. No additional patient complications have been reported in relation to this event.